Manufacturer narrative:
(B)(4) (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a pcb00v intraocular lens (iol), the plunger was locked after a half of iol appeared from the cartridge tip. This iol was implanted carefully. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. Therefore the complaint cannot be verified.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. The units were released according specification in compliance with the product intended use as required. During manufacturing process, all lenses are inspected for defects. If any defect is found on the lenses that do not meet the specification are rejected. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review and labeling review, there is no indication of product malfunction or product deficiency. All pertinent information available to abbott medical optics has been submitted.